Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator was continuously alarming. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device issue occurred during setup and requested onsite service. In a good faith effort (gfe) responses from both the customer and the field service engineer (fse), it was clarified that the device had initially been alarming for a machine pressure error, and also patient disconnect when in standby. When the fse went to the customer site, the pressure accuracy, o2 flow accuracy, and o2 mix tests failed, supporting the alleged alarm issues. The pressure accuracy was displaying above 1 when set to 0, the 02 flow measured at 1.3 when set to 0, and the o2 mix percentage was outside of the allowable range. To resolve the pressure issue, the fse replaced the gas delivery system (gds) and the device then passed all tests before being returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.